Manufacturer narrative:
Follow-up #1: date of submission 01/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/30/2015 with the following findings: call service 088 alarm observed in the black box and alarm history. Daily insulin delivery appears inconsistent due to time/date issue. The pump powers on properly with no alarms. Exercised pump for 24 hours, after 24 hours no call service alarms were received. Pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a call service alarm (cs alarm 088) issue. The reporter stated that the patient experienced a blood glucose (bg)of 19.2mmol/l with nausea and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the alarm history showed that the cs alarm occurred only once in 30 days. This report is being made due to the bg excursion the patient experienced on insulin pump therapy.